Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 21 mg/dl. Paramedic was called. Customer mentioned the sensor glucose and blood glucose had big difference. Device passed the self test. After troubleshooting, customer will not be returning the device for analysis.